Event description:
It was reported that during a bph surgical procedure "end fire" was observed. The fiber was exchanged and the same problem was noted on the second fiber. The fiber was exchanged and the third fiber was used to complete the procedure. Patient outcome: "ok" reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
A 66,000 joules and 16 minutes expended on the first fiber. A 94,877 joules and 23:39 minutes expended on the second fiber. The tips of both failed fibers were not cleaned during the procedure.